Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple minimum fill notifications occurred after filling a cartridge with an unknown amount of insulin. There was no reported adverse impact to the customer's blood glucose. Reportedly, the customer was unable to load a cartridge successfully had an insulin pen for alternate insulin therapy. Multiple attempts were made by tandem technical support to follow up with the customer; however, all were unsuccessful.